Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years seven months of post deployment, computed tomography of the abdomen was revealed a tent-shaped filter was in place with the top located 3.5 cm from the lower margin of the right lowest renal vein. The filter axis was angled by 11 degrees the coronal plane relative to the long axis of the inferior vena cava and almost parallel to the inferior vena cava in the sagittal plane. The filter head was separate from the wall. Six peripheral struts were identified, right posterior strut perforates the wall x 6 mm, abutted or slightly perforated through the anterior margin of the intervertebral disk at l3-l4 (grade 2 perforation). Right posterolateral strut perforates x 3.9 mm (grade 2). Right anterolateral strut perforates x 3.5 mm (grade 2). The left posterolateral strut perforates x 5.5 mm, abutted the anterior margin of the right anterolateral spur of the superior endplate of l4 vertebra. Anterior and left anterolateral strut were slightly tented the wall of the inferior vena cava (grade 1). There were six inner struts: right posterolateral strut was visualized perforate the wall, and through the right psoas muscle x 5 mm (grade 3). Right lateral strut perforates by 4 mm (grade 2). There was a left posterolateral strut directed toward the spur at the superior endplate of l4 vertebra which appeared shortened and fractured without bending. A separate embedded fragment was visualized embed within the spur. Left lateral strut perforates through the wall x 3.5 mm (grade 2). Two anterior struts were visualized to be tented the wall of the inferior vena cava (grade 1). The inferior vena cava had a caliber within normal limits below and above the level of the filter. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for pe post implant. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for pe post implant as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post implant; however, the current status of the patient is unknown.